Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) was used for closing the femoral artery, and there was massive bleeding after pressing button #2 and removing the system. Manual compression was done for 1 minute, with massive bleeding still present and then after 5 minutes there was still bleeding. The event caused 15 minutes of manual pressure to be held after removing the device due to bleeding. No other intervention other than the manual pressure was required to stop the bleeding. It was initially thought the sealant might have been placed into the artery not on the artery. Immediately on ultrasound this was not seen, but after a while another ultrasound confirmed the sealant was in the artery of the a. Tibialis anterior (ata) and there was a complete occlusion of the artery. The patient went into the operating room and the vascular surgeons removed the sealant. The patient is currently doing well, with no problems afterwards. The device was stored and prepped according to the instructions for use (IFU). The customer is trained and certified. The vcd was used with a 6f non-cordis sheath introducer. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The puncture site did not have any visible calcium or plaque. The puncture site was a normal stick and was not located above the most inferior border of the inferior epigastric artery or below the bifurcation. The patient required some days longer stay in their hospitalization as a result of the event. Contrast/imaging was used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer utilized the tension indicator/maintain tension on the catheter during depression of button #1. There was no sheath exchanges. There was no procedural sheath larger than 7f used prior to introducing the mynx. The act was not measured during the procedure. Only one closure device was used in this patient. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The device was not available to be returned for analysis. A product history record (phr) review of lot f2232504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant inaccurate placement (intravascular)¿ and subsequent ¿vascular occlusion¿ and ¿haemorrhage¿ could not be confirmed as the device was not returned for analysis, and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the events experienced. However, vessel/puncture site characteristics and procedural/handling factors are possible. A vascular occlusion is a known potential complication following an interventional procedure and is listed in the mynx control IFU as such. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU¿s adverse events section, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following: vascular injury requiring repair, permanent access site-related nerve injury, surgery for access site-related nerve injury, access site-related bleeding requiring transfusion, new ipsilateral lower extremity ischemia requiring invasive/non-invasive intervention, access site-related infection ¿ major, local access site inflammatory reaction ¿ major, generalized infection, retroperitoneal bleed, vessel occlusion, pulmonary embolism, and death.¿ additionally, the IFU states, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery. Neither the phr review nor the information available suggest that the reported events could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was used for closing the femoral artery, and there was massive bleeding after pressing button #2 and removing the system. Manual compression was done for 1 minute, with massive bleeding still present and then after 5 minutes there was still bleeding. The event caused 15 minutes of manual pressure to be held after removing the device due to bleeding. No other intervention other than the manual pressure was required to stop the bleeding. It was initially thought the sealant might have been placed into the artery not on the artery. Immediately on ultrasound this was not seen, but after a while another ultrasound confirmed the sealant was in the artery of the a. Tibialis anterior and there was a complete occlusion of the artery. The patient went into the operating room and the vascular surgeons removed the sealant. The patient is currently doing well, with no problems afterwards. The device was stored and prepped according to the instructions for use (IFU). The customer is trained and certified. The vcd was used with a 6f non-cordis sheath introducer. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The puncture site was a normal stick and was not located above the most inferior border of the inferior epigastric artery or below the bifurcation. The patient required some days longer stay in their hospitalization as a result of the event. Contrast/imaging was used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer utilized the tension indicator/maintain tension on the catheter during depression of button #1. There was no sheath exchanges. There was no procedural sheath larger than 7f used prior to introducing the mynx. The act was not measured during the procedure. Only one closure device was used in this patient. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The device is not being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section e1. Initial reporter phone number: (B)(6). A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was used for closing the femoral artery, and there was massive bleeding after pressing button #2 and removing the system. Manual compression was done for 1 minute, with massive bleeding still present and then after 5 minutes there was still bleeding. The event caused 15 minutes of manual pressure to be held after removing the device due to bleeding. No other intervention other than the manual pressure was required to stop the bleeding. It was initially thought the sealant might have been placed into the artery not on the artery. Immediately on ultrasound this was not seen, but after a while another ultrasound confirmed the sealant was in the artery of the a. Tibialis anterior and there was a complete occlusion of the artery. The patient went into the operating room and the vascular surgeons removed the sealant. The patient is currently doing well, with no problems afterwards. The device was stored and prepped according to the instructions for use (IFU). The customer is trained and certified. The vcd was used with a 6f non-cordis sheath introducer. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The puncture site was a normal stick and was not located above the most inferior border of the inferior epigastric artery or below the bifurcation. The patient required some days longer stay in their hospitalization as a result of the event. Contrast/imaging was used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer utilized the tension indicator/maintain tension on the catheter during depression of button #1. There was no sheath exchanges. There was no procedural sheath larger than 7f used prior to introducing the mynx. The act was not measured during the procedure. Only one closure device was used in this patient. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The device is not being returned for evaluation.